Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with reports of multiple shock delivered. Upon interrogation, it was discovered that implantable cardiac monitor was in backup vvi mode which resulted in change in ventricular fibrillation zone setting and the patient received inappropriate shock. The backup vvi mode was a result of communication with at home merlin transmitter and noise was detected which put the device in backup vvi. The device was reprogrammed. Patient was in stable condition.